Event description:
A report was received that the patient had discomfort at the generator site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had discomfort at the generator site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.